Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the cartridge fell into the patient. The cartridge was retrieved. A new device was introduced to complete the case. There was no consequence to the patient.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with endopath thoracic endoscopic linear cutter with safety lock performing a v.a.t.s.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971496. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position unfired, cartridge condition unfired, cartridge return batch number j00d4h, condition of knife good, instrument number 0155. Functional tests & results: condition of firing trigger lockout good, condition of pinion gear broken, condition of short rack broken, condition of yoke good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. The cartridge retantion feature was measured and was found to be within design specification. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously imrpove the products.